Manufacturer narrative:
Testing and investigation was performed at the service center. The device history could not be downloaded because the device could not power on. The channel a and b mechanisms were removed and installed to a test fixture for further testing. Channel a passed testing. Channel b powered on and alarmed for s421 (chb:motor error). A visual inspection found the motor was loose. The probable cause for s421 and s420 (chb: pump plunger homing timeout) was due to a broken rtv seal on the mr2 motor. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a s421 (motor error-pmc, right) and a s420 (led error-pmc, right) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.